Event description:
The facility reported a colleague infusion pump with a failure code 810:11. The event was reported to have occurred during programming/setup. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, a baxter service technician confirmed the reported condition was caused by a faulty air in line printed circuit board. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
Pt was implanted with a monarc sling on (B)(6) 2009. "(B)(6) 2009- released from" hospital, "left leg began to swell, went to the hospital with swollen left thigh, was found to be in kidney failure. Readmitted and released (B)(6) 2009. Incontinence started immediately following surgery. A catheter was placed but after removal incontinence still continued to the point of where depends were required. (B)(6) 2009, was referred to urologist after gynecologist could not find the source of the incontinence. (B)(6) 2009, a cystoscopy was done. Mesh found to be in the bladder and urethra. Urethra being held open by the mesh. (B)(6) 2009, surgery with" physician ``attempted to remove the mesh in the bladder and urethra but she was unable to remove it all". "(B)(6), cystoscopy. (B)(6), surgery for mesh removal". "(B)(6) urinary tract infection. (B)(6), 2010-cystoscopy". (B)(6) 2010-uti. (B)(6) 2010-surgery, "new sling with my own tissue put in. "Feb 15, 2010-catheter removed, unable to urinate, had to self catheterize". (B)(6) 2010 "painful sex and urination". "(B)(6) 2010 surgery performed, a&p mesh removal. Cysto showed mesh filaments in bladder. (B)(6) 2010, still having blood in urine. (B)(6) 2010, still having blood in urine-maybe from a small kidney stone. (B)(6), lithotripsy, stone removed. (B)(7), still blood in urine, CT scan done, showed something still in bladder. Pelvic floor physical therapy started for painful urination and sex. (B)(6) 2010, cysto done." "Showed more mesh in bladder. Surgery scheduled for (B)(6) 2011 with" "to have mesh removed from bladder."

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. This condition was caused by a faulty air in line (ail) printed circuit board (pcb). The ail pcb was replaced to correct this condition.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was not previously serviced for the reported condition of failure code 810:11. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: upon review of the pump's event history, baxter personnel discovered that the reported condition of failure code 810:11 interrupted delivery.

Event description:
Patient revised for polyethylene wear.